Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance, oversensing and dislodgement which led to inappropriate therapy. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.